Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump keeps beeping and said occlusion which was unable to reproduce during evaluation. Evaluation observed downstream occlusions at the bottom of the ehl, but its unable to be determined whether the are true or false alarms. The cause was determined to be the force sensor reading was out of specification. The force sensor were calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump keeps alarming an unspecified occlusion and failed to detect air in line. The nurse observed about 10 inches of air in the tubing and another 5 inches of air in the distal area of the tubing during continuous "ivf" infusion therapy (medication, dose, programmed amount and delivery rate unknown). It was reported that the tubing was new, it was used the day before, and the IV bag was not empty. There was no known patient injury or medical intervention associated with this event. No additional information is available.